Event description:
It was reported that there was an alert because the ventricular lead impedance decreased below 200 ohms. It was noted that the impedance had gradually decreased over the last several months. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.